Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated or confirmed. (B)(4).

Event description:
Report received from the USA regarding a motor device in which, during pre-testing, it was observed that the device was heating up. The device was no being used in surgery. No injuries or medical intervention were reported. The reporter stated there were no spare devices available. However, there were no delays in the scheduled surgery. No additional information was available.